Manufacturer narrative:
No patient information was provided due to privacy laws.

Event description:
A healthcare professional from a volunteer fire department contacted customer service for help with a contour meter. The meter in question had been used to test a patient blood glucose and the reading was 231 mg/dl. A comparison test was performed using another meter and that reading was 69 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips. Replacement test strips were sent to the customer.